Event description:
A patient called tech support to request a replacement cycler. During the call the patient stated she was in the hospital but was not sure if the cause of the hospitalization was treatment or cycler related.

Manufacturer narrative:
Attempts to gather add'l info have been unsuccessful. Currently it is unk if the device may have caused or contributed to the reported event. A plant investigation is currently ongoing, a supplemental report will be submitted at the conclusion.

Manufacturer narrative:
The actual device was returned to the manufacturer however, no failure analysis was recorded. The machine was repaired and returned to service. Attempts to gather additional information have been unsuccessful. No additional information is available.

Event description:
The patient reported that "she had not used the cycler for several months."